Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery(sfa). A 3.0mm x 150mm x 150cm coyote balloon catheter was selected to dilate the lesion. Upon first inflation for 60 seconds, the balloon ruptured at 6 atmospheres. The balloon was completely removed from the patient. It was noted that there was no kink prior to use and no resistance during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with the original box and a hoop. The batch number on the returned packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen and balloon. Examination under magnification revealed a balloon tear 11mm long on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. However, there was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery(sfa). A 3.0mm x 150mm x 150cm coyote¿ balloon catheter was selected to dilate the lesion. Upon first inflation for 60 seconds, the balloon ruptured at 6 atmospheres. The balloon was completely removed from the patient. It was noted that there was no kink prior to use and no resistance during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.